Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left knee was revised due to subsidence of the tibial baseplate. The baseplate was revised. The femoral component was revised both to convert the knee to a ts, and to gain access to the baseplate. Intra-operatively, significant wear of the insert was noted.

Manufacturer narrative:
Reported event: an event regarding  wear involving an unknown triathlon insert was reported. The event was confirmed via evaluation of the provided photographs.    Method & results:  device evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted insert component. Significant pitting and delamination is visible on the device. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I had the opportunity to review documentation related product inquiry summary and an operative report, an ap x-ray of a pressfit ps tka, a photograph of the explanted tibial liner and a photograph of the explanted baseplate and femur. The ap x-ray demonstrates considerable tibial baseplate subsidence in to varus positioning. The photograph of the explanted tibial insert shows significant pitting and delamination of the weight bearing surface. The photographs of the explanted femur and tibia show no obvious defects. It is confirmed that a pressfit tka had been performed and that the tibial component subsided into a varus position. It is further confirmed that the knee was revised as evidenced by photographs of the explanted components. The root cause of the subsidence and tka failure cannot be determined from this limited documentation. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion:  a review of the provided medical records by a clinical consultant stated the following comment: I had the opportunity to review documentation related product inquiry summary and an operative report, an ap x-ray of a pressfit ps tka, a photograph of the explanted tibial liner and a photograph of the explanted baseplate and femur. The ap x-ray demonstrates considerable tibial baseplate subsidence in to varus positioning. The photograph of the explanted tibial insert shows significant pitting and delamination of the weight bearing surface. The photographs of the explanted femur and tibia show no obvious defects. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported the patient's left knee was revised due to subsidence of the tibial baseplate. The baseplate was revised. The femoral component was revised both to convert the knee to a ts, and to gain access to the baseplate. Intra-operatively, significant wear of the insert was noted.